Event description:
Patient reported "rupture", "I can see the disfigurement", "it's becoming more visible", "discomfort" and "itchy feeling". This record is for the left side. Device remains implanted. Unknown if device will be returned upon explantation.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.